Manufacturer narrative:
The device remains implanted and therefore was not returned for analysis. The reported event of an overestimation of longevity was confirmed based on review of session records. Based on the information provided the overestimation was caused due to an estimation inaccuracy in the merlin programmer software¿s remaining longevity calculation, thought it was performing per specification. The software of the merlin programmer is performing per design specification. The device functionality was performing per design.

Event description:
During an in clinic follow-up, a diagnostic anomaly resulting in no change in battery voltage since the device was implanted was observed. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.